Manufacturer narrative:
The attrax putty 10cc unit, (B)(4), was not returned to globus for evaluation however images were supplied that clearly demonstrated migration from the surgical site and the potential infection excipient mixed with the attrax as it was removed from the patient. It is not possible to determine if the unit was directly connected to the observed infection. No new harm event or adverse trend identified with the reported event. Additionally, based on the risk level estimated for this product, this complaint does not justify the need for new or additional risk evaluation.

Event description:
It was reported that the attrax putty migrated post operatively, the site was also discovered to be infected when the putty was removed.